Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed).

Event description:
It was reported that during implant, the left ventricular lead had positioning difficulties based on the patient anatomy. The lead was attempted, but not used and a new lead was implanted. There were no patient complications reported as a result of this event.